Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is unconfirmed for one (1) of one (1) roi-c plate set (pn: mc1005t) for the failure of difficult to insert. Device evaluation anchoring plate had no visual deformities. Functional inspection using cage mc1341p/m31477 showed that the plate could be properly inserted. This portion of the complaint is not confirmed. Potential cause there was no problem detected. Complaint history complaint history was evaluated. DHR review and related actions per DHR review, the parts were likely conforming when they left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during a procedure, an roi-c fractured during plate installation; the pate would not advance without several very hard hits with a mallet. The cage and plate were removed from the wound and replaced with an alternative cage and plate to complete the procedure. It was also reported that x-rays were not taken prior to plate installation to ensure proper cage placement and distance from the retraction pins. There were no reported patient impacts associated with this event.this is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00172.

Event description:
It was reported that during a procedure, an roi-c fractured during plate installation; the plate would not advance without several very hard hits with a mallet. The cage and plate were removed from the wound and replaced with an alternative cage and plate to complete the procedure. It was also reported that x-rays were not taken prior to plate installation to ensure proper cage placement and distance from the retraction pins. There were no reported patient impacts associated with this event. This is report two of two for this event.